Event description:
Patient reported the aligners have pushed their gums too far down and their teeth are chipping. At check in patient marked true to excessive bleeding, inflammation, sensitivity, discomfort, not fitting, chipped, crown and recent dental work. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.